Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported when searching for patients in mmp (manage my patient) page, it was very slow and sometimes never returned any results. No patient complications were reported as a result of this event.